Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Surgeon has a cut on her finger but no shard is left in her hand. No intervention was required. She still has a small cut on her finger. It was not difficult to break the ampullae. The lot number is qdbhrd. Hospital has the device used and wants to send it in to product complaints. Please send shipping information. I can see if they will include a non-used device as well.

Event description:
It was reported a patient underwent a total laparoscopic hysterectomy on an unknown date in (B)(6) 2021, and topical skin adhesive was used. The surgeon squeezed the adhesive vial and it broke. A shard of glass poked through and cut the surgeon's finger. Surgeon has a cut on her finger but no shard is left in her hand. No intervention was required. She still has a small cut on her finger. It was not difficult to break the ampoule. Product will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2021. Additional information: d3. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. H3 evaluation: during evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 4/6/2021. Corrected data: d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.